Event description:
On (B)(6) 2015, a patient was treated for an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. The right internal iliac aneurysm was treated by means of coiling. Then the trunk-ipsilateral leg endoprosthesis and two iliac extender endoprostheses were implanted on the left, ipsilateral side. A contralateral leg endoprosthesis was introduced on the left, but it was observed to be too long. An attempt was made to withdraw the device but during attempted withdrawal the delivery system broke and the stent partially deployed distal to the contralateral gate. Eventually the endoprosthesis was fully deployed in this position. The broken end of the delivery system was retrieved using a gooseneck snare and a bridging stent was deployed across the unstented portion of the external iliac artery. The patient did well following the procedure.

Manufacturer narrative:
The engineering analysis stated the returned delivery catheter exhibited polyimide guidewire lumen detachment at the leading end of the trailing olive junction. It appeared that the fracture was due to a polyimide guidewire lumen's tensile failure. The trailing olive junction remained intact. Based on the available information and evaluation of the returned portion of the product, the root cause for the polyimide detachment could not be determined at this time. The results of this investigation did not warrant a CAPA. This type of occurrence will continue to be trended and appropriate actions will be taken as they are deemed necessary.

Event description:
On (B)(6) 2015 a patient was treated for an abdominal aortic aneurysm with gore excluder aaa endoprostheses. The right internal iliac aneurysm was treated by means of coiling. Then the trunk-ipsilateral leg endoprosthesis and two iliac extender endoprostheses were implanted on the right, ipsilateral side. A contralateral leg endoprosthesis was introduced on the left, but it was observed to be too long. An attempt was made to withdraw the device but during attempted withdrawal the delivery system broke and the stent partially deployed distal to the contralateral gate. Eventually the endoprosthesis was fully deployed in this position. The broken end of the delivery system was retrieved using a gooseneck snare and a bridging stent was deployed across the unstented portion of the external iliac artery. The patient did well following the procedure.

Manufacturer narrative:
Results: the review of the manufacturing records verified that this lot met all pre-release specifications. Conclusion: an engineering investigation is currently in progress.